Manufacturer narrative:
The impella 5.5 was discarded by the customer and therefore, investigation of device was not possible. A supplemental report will be filed should we receive any new information on this event.

Event description:
The complainant reported a (B)(6) year old male patient presenting with cardiomyopathy. The impella was inserted for hemodynamic support as the patient deteriorated. During support, echo imagery noted clotting. The patient suffered a cerebrovascular accident. The patient ultimately was withdrawn from care and expired. Clot burden was found within the entire cannula upon removal. It was noted that anticoagulation had been removed from the purge system without the surgeon's knowledge. Use of this device without anticoagulation is not recommended, per instructions for use.